Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 31 july 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
A review of the transmitter alert history showed that the sensor replacement alert was first presented to the user on (B)(6) 2025, day 142 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the investigation revealed a loss of chemical performance. The system correctly disabled the sensor upon detecting the performance failure, and the system's self-test functions were operating as intended. The root cause of the performance failure was identified as hydrogel oxidation within the sensor. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 28 oct 2025. G3.date received by the manufacturer? 28 oct 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.